Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an implant procedure, the device entered backup vvi mode. Technical support was contacted and the cause of the backup mode was unable to be determined. The device was reprogrammed to resolve the event and the patient experienced no adverse consequences.